Event description:
On (B)(6) 2018, the patient underwent endovascular treatment of a descending aorta aneurysm using conformable gore® tag® thoracic endoprosthesis (ctag). On (B)(6) 2021, the patient underwent lung cancer surgery. During the procedure, a stent graft induced new entry (sine) at the proximal edge of the device was observed. An additional stent graft was placed at proximal side of the ctag. The patient tolerated the procedure. The physician reported that since lung resection was performed for lung cancer, the running of blood vessels might have changed. The physician also pointed out that the blood vessels might be overly fragile due to the medication of anticancer drugs.